Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" was confirmed during both archive data review and functional testing. The possible root cause of the system error could be related to a communication error that caused a latch-up of the processor board. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) around the customer's reported event date, confirming the reported complaint. The autopulse platform failed the preliminary functional test due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The system error was cleared using apvision3 software during the device evaluation performed at zoll service depot. Subsequently, the autopulse passed further functional tests without any fault or error. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR." No patient involvement.